Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it will be discarded. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During this initial procedure, the main body was implanted with the limbs in a crossed configuration due to tortuous anatomy. The physician rotated the image to visualize the contralateral gate and proceeded to cannulate. Gate cannulation was confirmed visually and also a pigtail catheter was advanced over a wire which was then spun to confirm cannulation. Both iliac limbs were deployed and proceeded with the final angiogram which showed the aneurysm was still filling and not excluded. A type 1 endoleak was excluded. The image was rotated to extreme to left anterior oblique (lao) and it was discovered both limbs were placed in the ipsilateral side. The patient had blood flow to the extremities and was stable when closed. Eight (8) days post initial procedure, the physician elected to partially explant the main body stent graft. The proximal crown and the iliac limbs remained in the patient. The physician then implanted a tube graft from the proximal crown to the limbs in iliac arteries. The explanted aortic body is being retained by the user facility and will be discarded. The patient was reported as doing well post the explant procedure.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the abdominal aortic aneurysm (aaa) not excluded and the placement of both limbs in the ipsilateral gate were confirmed. This is consistent with the reported adverse event/incident. The most likely causation is user related. The procedure related harm identified was post operative hematuria from the foley catheter. The final patient status was reported as doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer has been updated h6: result code: remove code 3233. H6: conclusion code: remove code 11.